Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the ra and rv leads were explanted and replaced due to inadequate sensing. No further information is available at this time.